Manufacturer narrative:
(B)(4). Data logs were returned to the manufacturer on december 22, 2017. This complaint is related to (B)(4) / medwatch #1828100-2017-00556.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped and was started manually without problem. The surgical procedure was completed successfully. There was a 10 second delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. As per tech support specialist, the pump stopped but there was no indication why did it stopped. Per data log analysis, only a system log and air bubble detector (abd) log was provided (no pump log). From the system log: (B)(6) 2017: 08:57:57 a perfusion screen is opened 09:13:12 error pod operational status timeout (module missing, not arterial though) 09:16:32 error pod operational status timeout (module missing, likely arterial) 09:18:45 arterial is put online 09:36:43 arterial pump is started 10:12:18 arterial set to pulse at baseline 40%, rate 120bpm, width 50% 10:24:33 arterial stopped (no indication of why) 10:24:53 arterial started 10:42:27 perfusion screen exited. The problem was reported to have occurred at about 10:30 am. The pump did stop at 10:24:33 am, but no indication of why. At 9:16 am the pump appeared to go missing until 9:18 am. Per the manufacturer's subsidiary, no part will be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: during a bypass procedure on (B)(6) 2017, the clinicians had the arterial roller pump stop forward flow. On a previous date, during set up the team had a service pump message on the same pump, and the team did not use that particular roller pump until this date of (B)(6) 2017. During the procedure on (B)(6) 2017, the team did not recall any active alarms, or service pump notifications on either the actual pump or on the central control monitor (ccm) of the heart lung machine (hlm). The roller pump was able to be restarted within ten seconds by pressing the start stop button and coming back up to full flow. This occurred only once during the procedure. The roller pump was used throughout the remainder of the procedure, and was exchanged with another pump after the case. There was no forward flow to the patient for approximately ten seconds, but no harm nor blood loss was associated with the occurrence. There was no delay to the surgical procedure, the physician was proceeding with his repair throughout the ten seconds of troubleshooting of the pump being performed by the perfusionists.